Manufacturer narrative:
The device was discarded due to infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right ventricle (rv) lead was explanted due to infection. On (B)(6) 2019, the patient had a new device implanted on the right side. No adverse patient effects were reported. The device will not be returning, and was thrown due to infection.